Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. Customer also stated that insulin pump had insulin flow block alarm and cannula was bent. Customer treated with manual injection. The insulin pump will not be returned for analysis.